Manufacturer narrative:
Batch review performed on 16 july 2025. Gmk-spherika 02.07.1204l gmk tibial tray cemented left s4 (k090988) lot. 2421620: (B)(4) items manufactured and released on 19-dec-2024. Expiration date: 05-dec-2029. No anomalies found related to the problem. To date (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Gmk-spherika 02.12. E0410fl gmk-sphere tibial insert e-cross - flex 4l - 10mm (k202022) lot. 2434068: (B)(4) items manufactured and released on 20-jan-2025. Expiration date: 07-jan-2030. No anomalies found related to the problem. To date (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Gmk-spherika 02.12.ka14l femoral component spherika cemented s4+l (k211004) lot. 2431728: (B)(4) items manufactured and released on 20-jan-2025. Expiration date: 07-jan-2030. No anomalies found related to the problem. To date (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause: iinfection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
After 5 days from the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.